Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6) and previously inadverently added the initial reporter's name in h11 instead of e1 section. Updated fields: b4, d9, e1 (event site address), g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site mail). A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. Based on the service documentation, the fse dismantled the system, replaced the pneumatic interface module (pim), reassembled the unit, and performed all functional and safety tests to meet factory specifications. The damaged parts were not returned, as the customer requested to retain them. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium gas leaking from pump. No patient involved. No injury or harm to persons onsite.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e2, e3.